Event description:
It was reported that penetration occurred during use with a bd saf-t-intima IV catheter safety system 24 g x 0.75 in.. The following information was provided by the initial reporter: "there has been 5 incidents over the last week where patients who have been having infusions through these cannulas have complained of increase pain and tenderness to the area where the insertion has happened. On closer inspection and removal of these cannulas the staff have noticed the metal needle to still be attached and has not retracted post insertion. I have 2 cannulas in my procession one which you can see the plastic cannula is broken and the needle is exposed. The nursing staff believe it is from the batch number lot: 9031835 and have pulled these from the shelf. There are approximately 30 of these that we have removed from stock at this point in time." 5 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9031835 and the review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To further investigate this issue, three physical samples were provided for evaluation by our quality team. Based on an evaluation of the samples, our quality team was unable to confirm the reported defect of needle retraction failure as the samples were received with the safety device activated. One sample did display a broken needle at the notch location. It is suspected that this damage was a result of excessive force during use that resulted in an exposed needle. Our quality team also identified the defect of needle through catheter within the returned samples, this defect may occur if the safety shield is activated slightly, then causing a "sling shot" like motion of the needle through the catheter when moving back to the needle's original position. Although a definite cause could not be determined for this incident, it is possible that this was a result of incorrect usage. It is important to refer to the instructions for use (IFU) when using the saf-t-intima product. At this time, further action has not been determined necessary; however, our quality team will continue to monitor the production process for defects that could contribute to this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that penetration occurred during use with a bd saf-t-intima IV catheter safety system 24 g x 0.75 in.. The following information was provided by the initial reporter, "there has been 5 incidents over the last week where patients who have been having infusions through these cannulas have complained of increase pain and tenderness to the area where the insertion has happened. On closer inspection and removal of these cannulas the staff have noticed the metal needle to still be attached and has not retracted post insertion. I have 2 cannulas in my procession one which you can see the plastic cannula is broken and the needle is exposed. The nursing staff believe it is from the batch number lot: 9031835 and have pulled these from the shelf. There are approximately 30 of these that we have removed from stock at this point in time." 5 occurrences were reported.